Manufacturer narrative:
Investigation conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Report received of unexpected high inratio value. Patient's thrapeutic range 2 - 3. On (B)(6) 2016 inratio inr = >7.5. Previous inratio inr result provided for history: (B)(6) 2016 inratio inr = 1.7. No reported adverse patient sequela.